Event description:
It was reported that this pacemaker's minute ventilation (mv) rate response was not as expected. The high rate episodes occurred several days prior when the patient was at the gym. The patient was admitted into the hospital. The rate response was high when the patient was lying down and speaking, but the rate was normal when the patient was walking. The rate sensor was not provoked by hyperventilation. The rate sensor was turned off and reprogrammed with a new setting. The patient was kept overnight and monitored. Technical services (ts) reviewed the reports and provided troubleshooting actions and reprogramming options. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that an x-ray was performed, and no visible damage was seen. The health care professional (hcp) called the patient several days after. The patient stated that they were feeling better. It was noted that the patient lost some weight. A patient-initiated interrogation (pii) was done. There were less high-rate episodes compared to before but still present. It was noted that the patient is an active person, and mv is needed for this patient. The patient is scheduled for a follow-up. The device remains in use. No additional adverse patient effects were reported.